Event description:
The pt had a fixation with a non depuy product. These products were later replaced with depuy spine monarch screw system. The surgeon used the original systems screw holes. The pt complained of increased back pain 6 weeks and 3 months post op. X-ray confirmed a broken monarch screw, as surgical intervention occurred in MDR shall be filed to document this event.